Event description:
The patient reported she was very unhappy with her amo intraocular lens (iol) implants. The patient underwent surgery in (B)(6) 2009 and states her vision is the same as before the eye surgeries. She further reported double vision and finds it hard to drive at night. The patient is greatly dissatisfied that her vision has not changed at all. Additional information provided by the patient indicated her doctor diagnosed her with pseudophakia and obscuring vision after cataract on (B)(6) 2012.

Manufacturer narrative:
(B)(6). The intraocular lenses remain implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.